Event description:
It was reported that during lumbar anchoring procedure when attempting to cut the pedicle screw insertion site, the tip of the burr broke. It is believed that this was caused by rotating the burr while applying pressure with its tip against the bone surface. It was reported that there was no patient impact. It was also reported that there is no procedure delay and no intervention performed and also the procedure was completed with backup product(s).

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as the device was discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.